Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission showed episodes of non-sustained lead noise due to post-paced t-wave oversensing on the ventricular channel. The patient was asymptomatic. Programming changes and induction testing were recommended. The device remains implanted.